Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales reps states that the stryker ortho rep told him that the doctor was reaming and next thing he knew the reamer broke into 2 pieces. The tip came off. The doctor discovered it once it wouldn't ream anymore.